Event description:
Developed autoimmune disorder; in (B)(6) 2016 I was diagnosed with ulcerative colitis- after months of suffering and trying to figure out what was going on with my body. Prior to receiving the essure I had not medical issues. I recently began searching for possible reasons as to why my health keeps dimensioning and back track through all the things I did prior to getting sick. As I researched essure and possible side effects, I saw that the company no longer offers the products and has had many complaints from women who have suffered the same diminishing health issues I have, pain, fatigue, brain fog, autoimmune disorder. FDA safety report ID # (B)(4).